Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and was informed that the reported non-intuitive motion issue was resolved after replacing the instrument (maryland bipolar forceps instrument). Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part# 420172-17/lot# n11210412 946) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 2 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was non-intuitive motion with patient side manipulator (psm) 2. Intuitive surgical inc. (Isi) technical support engineer (tse) instructed the customer to try other instruments and reposition the sterile adapters and drape on psm2, but intermittently the movement problem reoccurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: following the alleged issue with the patient side manipulator (psm) 2, the operating room team proceeded with the case and completed the surgery with three arms (psm).